Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and confirmed that the issue occurred right after beginning the procedure. Image was not inverted. It was not noticed that insufflation was not conducted, but the targeting started. After that, insufflation was resumed while the rest of the arm was docked, but the camera port was not burping, and the camera port was sunk. As the surgical field was different than usual, they tried to solve the problem but could not solve the problem, so they called the call center. As a result, the problem was solved by re-docking the camera arm again. 30-degree endoscope was installed. Surgeon confirmed desired orientation when endoscope was installed. Endoscope and endoscope's adapter/base not engaged still. The endoscope may have been rotated when installed. There was no patient injury.

Manufacturer narrative:
The probable root cause is attributed to guided tool change. The issue was resolved by undocking and docking the camera arm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer undocked and redocked the camera arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the endoscope flipped 180 degrees when it was installed on the universal surgical manipulator (usm) arm. The customer was able to resolve the reported event by undocking and redocking the camera arm. Tse explained to the customer that the reported event was caused by guided tool change. Tse advised the customer to press the clutch button next time. The procedure was completed as planned with no reported injury.